Event description:
Caller reported a cartridge alarm, specifically alarm 30. There was no adverse impact to the customer's blood glucose level. Technical support confirmed that the issue did not occur during the load process and that the customer had not previously reported specific cartridge alarms with this pump model. As a resolution, technical support decided to replace the pump under warranty, which expires in december 2027. The customer was advised to return the problematic pump using a pre-paid label and was informed about programming and connecting settings to the new pump, which has an updated software version available. The customer understood all instructions and chose not to require a signature upon delivery.